Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. No malfunction was identified in the device logs. Data for the reported event date of 18-jun-2025 was unavailable, as the last sync occurred on (B)(6) 2025. Prior to sync loss, the ilet was delivering insulin and responding to cgm data appropriately, with alarms acknowledged and no motor or system errors noted. The reported cracked screen and discontinuation of pump therapy occurred while the user was away from their primary caregiver. A backup plan was not followed, and manual insulin delivery was delayed.

Event description:
On (B)(6) 2025, a caregiver reported that the user was hospitalized due to high blood glucose (bg) levels of 560mg/dl. The caregiver stated the ilet's touchscreen was cracked while the user was on vacation, prompting discontinuation of insulin delivery via the ilet. The user's grandmother, who was not familiar with the device or backup therapy, was unable to manage the elevated bg. The user was treated with intravenous insulin and IV fluids during hospitalization. The ilet was replaced due to damaged display but has not yet been received for evaluation.